Event description:
A customer in (B)(6) notified biomérieux of failed quality control (qc) associated with chromid® (B)(6) s. Aureus involving organisms s.aureus atcc 43300 and s.aureus 25923 for (B)(6). The customer reported obtaining no growth for s. Aureus atcc 25923 on the said side; however, it was expected to grow. In addition, the customer reported the s. Aureus atcc 4330 strain grew on both (B)(6) sides but on the said side, it appeared as white colonies instead of the expected green colonies. The customer indicated that since the no growth issue involved a qc sample, there was no patient involvement and the product was not used. In addition, there was no delay in reporting results since they had other batches that passed qc and were used. The customer reported storing the product in a cool room with no direct light, but not in their original cardboard boxes. An internal biomérieux investigation was performed. Complaints review: the batch was manufactured on 20jul2016 and (B)(4) kits were released on 01aug2016. Currently, there is only this complaint recorded for this batch during the entire shelf life (expiration date 05oct2016). Batch record review: there are no non-conformities linked with manufacturing and/or any type of observation that could explain the issue. Data from batch record was conform and all inside specifications. Investigation: review of the manufacturing and quality control documentation (DHR): all data is inside specifications and there are no non-conformities and/or observations that could explain the performance problem reported by the customer. Qc results were as expected and within current specifications , growth of s. Aureus atcc 25923 was perfect. It should be noted that s. Aureus atcc 43300 was not tested in the initial control on said side. This strain is only tested on (B)(6) side; therefore, as part of this investigation, this strain was tested on the said side. Based on the batch record review, a root cause could not be identified at the manufacturing level. Testing on retention samples a comparison of chromid® s. Aureus with seven (7) species of s. Aureus strains in addition to the normal (B)(6) strains used in routine qc was performed, including both strains in the complaint following the qc standard procedure. Likewise, the retention sample was tested in parallel with other batches manufactured at different times from manufacturing date, in order to see if the performance issue reported by the customer could be reproduced on another batch. Moreover, worse conditions were tested because the medium expired on 05oct2016. The batches tested are as follows: - retention sample kept at 2-8 º c from the batch complained (1005024540 expiration date: 05/10/2016). -a fresh medium of chromid® s.aureus agar (1005240780 expired date: 04/01/2017). -batch at t middle (1005120470 expired date: 17/11/2016). -batch at t expired date ( 1005075540 expired date: 26/10/2016). -columbia blood agar used as control to make sure the recovery of all target strains is intended. The qc testing strains tested to prove the fertility properties of the media were: (B)(6) strains: s. Aureus atcc 43300, s. Aureus 0306055 (clinical strain came from an internal collection), s. Aureus 0306054 (clinical strain came from an internal collection). (B)(6) strains: s. Aureus atcc 25923, s. Aureus atcc 6538, s. Aureus atcc 9144, s. Aureus atcc 29213. After 18-24 hours at 33-37ºc, the performance was perfect, without differences among all batches tested and two (2) compartments as well. -said side: numeration, size and sensitivity of identifying s. Aureus according to the color and morphology of the colonies was excellent whatever the batch tested, that is, all staphylococcus specie, even so, s. Aureus atcc 43300 (not tested at the time of the release) and s.aureus 25923 produced the expected colony appearance and developed as spontaneous green coloration of colonies producing-glucosidase. Likewise, the density of growth was quite similar to what was obtained in the initial qc control. -(B)(6) side: numeration, size and sensitivity of identifying s. Aureus mec a+ was as expected and all s. Aureus (B)(6) were totally inhibited (as expected). Conclusion: there was no observation and/or deviation in this batch, thereby, root cause cannot be identified at manufacturing level, as well as, no additional complaints have been received for this batch. Overall, per the results of the investigation, the medium is working perfectly. The investigation did not show any problem . All strains were perfectly recovered at 18-24 hours and the enzymatic reactions were as the ones expected, not producing false -negative reaction on any chromogenic media, even in the implicated batch. For the s. Aureus atcc 25923 and s. Aureus atcc 43300, the growth was within specifications as well; therefore , the customer's complaint was not reproduced (lack of growth and absence of coloration respectively). In addition, the chromogenic mixture was working well as good recovery of growth was observed. Therefore we were not able to prove either manufacturing nor product formulation as root cause of the sensitivity problem. The problem could be linked with media deterioration at customer level , but not related to the manufacturing process since the customer's complaint was not reproduced; however, at the time of the complaint, the medium was close to shelf life (05oct2016) and perhaps, exposure to light could have led to the false negative reading. Moreover, it should be noted that said, in accordance to pi, must not be exposed to light other than during the inoculation and reading step; therefore, this media is not compatible with an eight (8) hour light exposure. This specific condition was tested during the initial stability study. However, (B)(6) is compatible with an eight (8) hour light exposure and has no limitation (only protection during the storage), consequently said is more sensitive to light exposure than (B)(6). This fact could provide explanation regarding the failure observed by the customer on the said side and not on the (B)(6) side. Any deviation linked with storage could explain the loose of selectivity and/or sensitivity; therefore, an excess of light exposure could be the root cause explaining the performance failure. This media is very sensitive to light exposure and with a little exposure by routinely handling at the user's level, this could lead to a poor performance. In the package insert indicates if the instructions for use are not followed (exposure to light) a lack of coloration for s. Aureus colonies, or even inhibited growth of strains may be observed.